Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. The pump also had a corroded motor home switch. No noise anomaly was noted on the pump. Unable to verify the motor error or other alarms, or perform the blood glucose meter test, displacement test, basic occlusion test, occlusion test, prime test, or no delivery alarm test due to the blank display. The pump also had a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
The customer reported via phone call that he had a loaner pump from his doctor and received a motor error alarm. Customer's blood glucose was 77 mg/dl when he woke up. Customer received a motor error on the pump. Customer stated that it made all kinds of noises as if it was squeaking. Customer stated that he received the alarm during rewind and it was found that the pump was stored without a battery. Customer does not have a battery at this time. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was with his educator and his meter was not compatible with the old pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he is currently using his instructor's pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.